Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/09/2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. No additional event or patient information is available. Data was provided but there were no usable finger sticks. The reported inaccuracy could not be confirmed. A root cause could not be determined via data.